Event description:
Info received indicated the bed had an intermittent ground line connection.

Manufacturer narrative:
During an inspection, the hill-rom tech found a damaged power cord with a broken ground prong. The tech replaced the power cord to resolve the issue.